Event description:
A male underwent initial aaa repair in late 2008. The patient's left iliac measurements were 20 mm - 22 mm. The physician proceeded with a 24 mm device instead of embolizing and extending down. The physician placed one flex main body and two iliac leg grafts. Everything looked good at the time so the physician closed up. During follow-up CT, it appeared that there was an endoleak, but the physician could not tell where it was coming from. Patient was sent to interventional radiology lab to get better pictures and so it was then determined that there was a type I endoleak from the left iliac. The patient went back into surgery in 2009 to repair the leak. The physician did not want to try to embolize the patient's hypogastric because it was so large. Therefore, after consulting with his partner, the physician covered the patient's hypogastric with a main body extension to help seal it off and then extended down from the original limb with a flex leg graft into the external. A final angiogram showed a good seal and there was no longer any endoleak present.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria - iliac artery distal fixation diameter between 7.5-20 mm (outer wall to outer wall), vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. The exact diameter of the fixation site is unknown, although the reported event indicates it could have been larger than 20 mm. This could have been a contributing factor to the endoleak. We have notified the appropriate individuals and we will continue to monitor for similar events.